Manufacturer narrative:
(B)(4). Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual and magnified inspection identified the reported issue as short, white fiber in the bag. The bag had been assembled with another device, so the source of the particulate matter did not originate from the bag material it may originated from the customer environment. A review of the manufacturing process found no area of the process in which the particulate could have originated. Based on evaluation findings, the root cause of where the particulate originated is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have small particulate within the bag. The particulate was discovered before the bag use. No patient involvement or adverse events occurred. No additional information is available.